Event description:
On (B)(6) 2011: a (B)(6) y/o male, presented with chf, aortic stenosis and coronary artery disease. At that time, underwent aortic valve placement and single coronary bypass. On (B)(6) 2013: pt presented with exertional dyspnea, lack of energy and fatigue and underwent a cardiac cath which confirmed progressive aortic stenosis. On (B)(6) 2013: pt underwent elective prosthetic aortic replacement with secondary pannus ingrowth and coronary bypass. On (B)(6) 2013: discharged home.